Manufacturer narrative:
Date of event is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an unknown scope communication error and a distorted image during an unspecified procedure involving an olympus bronchovideoscope. The customer noted a connection failure and wet connections. There was no patient injury reported.